Event description:
Reporter alleged obtaining a discrepant blood glucose result on a pt of 189 mg/dl and 189 mg/dl on the advantage system compared back to back with a result of 60-69 mg/dl on an emt's advantage system when testing was performed less than 10 mins apart. Reporter did indicate that the pt was experiencing some hypoglycemic symptoms during the time of testing. Reporter was not sure if any actions were taken or treatment received but that the pt was taken to the hospital. A request was made for the return of the suspect device and replacement product was sent. The ambulance service that used the suspect product is unidentified, and so, no product will be returned for evaluation.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with comfort curve test strips used by one facility. Reference medwatch report with a1 pt for discrepant back to back results with comfort curve test strips lot 549789 used by another facility in the same incident.